Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha facility as part of a 50 pc. Lot in (B)(6) of 2019. The returned instrument was evaluated and found that the jaws are aligned in the open and closed position and this instrument was able to pick up, retain , close and release multiple clips both with and without the use of silastic test tubing. Additional evaluation showed that the knob assembly was dry and sluggish feeling and in need of lubrication. We are unable to validate the alleged complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure for this product line at this facility.

Event description:
It was reported that during laparoscopic cholecystectomy, the tip of the jaws got bent after ligation. Because of the bent, the applier could not be removed from a trocar so that it was removed together with the trocar. Then, a competitor's applier was used to complete the operation. No clip fell/remained in the patient. The applier was supplied to the hospital recently.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic cholecystectomy, the tip of the jaws got bent after ligation. Because of the bent, the applier could not be removed from a trocar so that it was removed together with the trocar. Then, a competitor's applier was used to complete the operation. No clip fell/remained in the patient. The applier was supplied to the hospital recently.